Event description:
It was reported that during surgery, it was found that the cement set too quickly in 5 min. A powder antibiotic was mixed with the cement. Another new cement was used without problem. The operating room temperature was 23 degree in c. The mixing time was 1 min. The cement was kept in room temperature before the surgery.